Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. The co2 canister was replaced and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that, during a preoperative checkout, the unit has a leak in the system and bellow would not fill. There was no patient involvement.